Event description:
The customer reported that while running both hepatitis surface antigen and hiv-1 p24 antigen assays, summit sample handler did not aspirate the correct amount of sample in position 6 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.